Manufacturer narrative:
Device explant details added . Device explant date added. Follow up report 2: remaining device explant added. Partial device return evaluation of 5 beads was added. Partial device was returned to manufacturer, updated. Partial device evaluated by manufacturer, updated. Follow up report 3: remaining device returned and evaluated; added.

Event description:
Following a laparoscopic anti-reflux procedure a patient experienced dysphagia symptoms leading to endoscopic visualization of linx device beads within the esophageal lumen leading to device explant. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including a hiatal hernia repair and linx device implantation occurred without issue on (B)(6) 2015. The patient began having dysphagia symptoms (B)(6) 2016. Endoscopy performed on (B)(6) 2017 confirmed one linx device bead through the patient's right side of the esophagus. Partial device explant of 2 beads was performed endoscopically on (B)(6) 2017. The patient was still experiencing some dysphagia; another endoscopy was performed and 2 more beads were seen in the esophageal lumen. Partial device explant of 1 bead was performed endoscopically on (B)(6) 2017, the second visible bead was unable to be cut out. Partial device explant of an additional 2 beads was performed endoscopically on (B)(6) 2017. The remaining portion of the device (7 beads) was removed laparoscopically on (B)(6) 2017.

Manufacturer narrative:
(B)(4).

Event description:
Following a laparoscopic anti-reflux procedure a patient experienced dysphagia symptoms leading to endoscopic visualization of linx device beads within the esophageal lumen leading to device explant. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including a hiatal hernia repair and linx device implantation occurred without issue on (B)(6) 2015. -the patient began having dysphagia symptoms (B)(6) 2016. -endoscopy performed on (B)(6) 2017 confirmed one linx device bead through the patient's right side of the esophagus. -partial device explant of 2 beads was performed endoscopically on (B)(6) 2017. -the patient was still experiencing some dysphagia; another endoscopy was performed and 2 more beads were seen in the esophageal lumen. -partial device explant of 1 bead was performed endoscopically on (B)(6) 2017, the second visible bead was unable to be cut out. -partial device explant of an additional 2 beads was performed endoscopically on (B)(6) 2017. -the remaining portion of the device (7 beads) was removed laparoscopically on (B)(6) 2017.

Manufacturer narrative:
-Device explant details added to describe event or problem. -device explant date added to explant date.

Event description:
Following a laparoscopic anti-reflux procedure a patient experienced dysphagia symptoms leading to endoscopic visualization of linx device beads within the esophageal lumen leading to partial device explant. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including a hiatal hernia repair and linx device implantation occurred without issue on (B)(6) 2015. -the patient began having dysphagia symptoms (B)(6) 2016. -endoscopy performed on (B)(6) 2017 confirmed one linx device bead through the patient's right side of the esophagus. -partial device explant of 2 beads was performed endoscopically on (B)(6) 2017. -the patient was still experiencing some dysphagia; another endoscopy was performed and 2 more beads were seen in the esophageal lumen. -partial device explant of 1 bead was performed endoscopically on (B)(6) 2017, the second visible bead was unable to be cut out. -partial device explant of an additional 2 beads was performed endoscopically on (B)(6) 2017. -7 beads of the 12 bead device remain in the patient and the removal area was smooth with no obstructions present. The remaining beads are planned to be removed at a later date.

Event description:
Following a laparoscopic anti-reflux procedure a patient experienced dysphagia symptoms leading to endoscopic visualization of one linx device bead within the esophageal lumen on (B)(6) 2017. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including a hiatal hernia repair and linx device implantation occurred without issue on (B)(6) 2015. The patient began having dysphagia symptoms (B)(6) 2016. Endoscopy performed on (B)(6) 2017 confirmed one linx device bead through the patient's right side of the esophagus. The physician plans to endoscopically remove the visible device bead at a later date.